Manufacturer narrative:
Conclusions - the investigation found that the button control for radiation release was defective. The problem was resolved after replacement of the kb3 acc board. Based on trending analysis, there is no exceptional replacement rate of this board. There is no mandatory required field action.

Event description:
This x-ray system seems to no longer release radiation and has error stating "radiation interrupted."